Event description:
During a acl reconstruction procedure, the fast-fix 360 curved ndl delivery sys it was reported that the surgeon was using the fast fix in the patient and it broke, it was removed with grasper and he utilized another fast fix into the same hole to finalize the operation. . There was a 2 minute delay in the case and no reported patient injuries or complications. One t was deployed however the surgeon removed it.

Manufacturer narrative:
During acl procedure, the one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint ¿the surgeon was using the fast fix in the patient and it broke, it was removed with grasper¿ the device had no suture or implants. The depth limiter gage was off the device and appears crimped. Visual inspection confirmed that the needle was broken and the tip of the needle was not returned for evaluation. It appears the needle is bent to the point of weakening the material to cause the device to fail. Per IFU 10600972 rev. B ¿warnings: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified two additional complaints for this lot number on file but they are unrelated in terms of failure mode. There were no internal processing issues, which could have contributed to the nature of the complaint. Based on provided evidence, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).